Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the pump alarmed no disposable alarm. Settings were reviewed. A continuous infusion rate of 2.1 ml/hour had been programmed, with a total reservoir volume of 74.3 ml and a given volume of 21.75 ml. The alarm continued. Troubleshooting was performed but the alarm persisted. They were having a hard time getting the cassette to reattach. Once the cassette was reattached, the alarm returned. The pump had been powered down, and the tubing remained clamped. No patient harm or no patient injury. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.